Event description:
Dealer left voicemail alleging the left legrest will not attach to chair and the right does not lock into position. He states the riggings are out of box- concealed damage. The chair box had no visible damage reported and no reported damage to chair.